Event description:
It was reported that during an open hip labral repair, the tip of the attached drill bit broke off and remained in the patient. The tip of the drill remained in the patient's bone because it could not be retrieved. They got another drill bit to finish the case. The patient was a male with hard bone.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the distal tip broke off at the flute step area. Circumferential gouges were observed on the drill surface which indicates that drill was rubbing against metal surfaces (drill guide cannulation) during use. Breakage surface was observed to be coarse with little deformation, which is typical on metal fractures as result of bending stress. The complainant's event is typically caused by applying leverage force resulting in improper alignment that is not co-axial with the guide setup. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.